Event description:
Information received by medtronic indicated that the insulin pump had crack on battery case. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
S/w version 4.10d. Retainer ring clear. Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, pillowing keypad overlay, cracked retainer, partially detached retainer. Cosmetic damage was confirmed at the retainer ring. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.